Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently "popped" off the cartridge from the pump. Customer successfully reloaded the existing cartridge and resumed insulin. Blood glucose level was 107 mg/dl.